Event description:
The drive features on two screw drivers stripped during a surgery and extended the surgery time by 45 minutes.

Manufacturer narrative:
Review of DHR did not identify any mfg issues that would have contributed to the event. Review of the product labeling identified adequate instructions for use.